Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, the surgeon was having difficulty opening the jaws as the jaws seemed to be sticking. Same issue continued even after trying to clean the jaws two different times. Additionally, there was no proper energy being delivered as if the device was not providing the necessary power for tissue effect to occur. There was no regrasp alert nor energy delivery noted but an end tone was heard. A new ligasure maryland was opened and the case was finished, however the new device also had issue providing the proper energy delivery as there was no visible tissue effect when activating the ligasure maryland. No device was used to replace this ligasure maryland, as it was at the end of the case and no additional sealing was needed. The handpiece was applied to a fat tissue that was not under tension and it was able to removed as the jaws were able to be opened there was no blood loss and no patient injury.